Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer stated that the alarm suspended insulin delivery. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, cts confirmed an auto off alarm occurred. The customer requested to disable the auto off safety feature and cts assisted the customer to turn off.